Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the connection site during patient use. There was no patient harm. The customer later reported they have verbally asked that all of their technicians make certain to clean the valves and allow proper drying time prior to connecting products.